Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent a sacrocolpopexy procedure. The mesh was removed one month later due to erosion, pain and the formation of a fistula. The patient has had a permanent colostomy placed as a result of the fistula formation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the fistula was located rectovaginally. The patient is reportedly doing well following the revision surgery but the patient is experiencing some urinary incontinence. The fistula has healed.